Manufacturer narrative:
Hamilton medical ag comes to the conclusion: additional information: based on the current complaint information: the incident occurred during active ventilation. The ventilation mode was changed from simv+ to spont. Immediately following this mode change, the device registered multiple simultaneous technical faults and transitioned into safety ventilation mode with error code tf 1385002 ("safety mode observation failed"). Manual ventilation was initiated by healthcare professionals while the device was restarted and set up again. After successful reinitialization, the device continued to operate without any further issues. No patient harm was reported. The root cause was identified as a software anomaly. The customer reinstalled the latest software version (v1.2.3). All subsequent service tests and calibrations were successfully completed.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the patient was on the ventilator while it suddenly went in safety ventilation. They had to manually ventilate the patient while someone restarted the c6 and set it up again. The trained biomed left the ventilator on use for a while without any issues happening.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: the patient was on the ventilator while it suddenly went in safety ventilation. They had to manually ventilate the patient while someone restarted the c6 and set it up again. The trained biomed left the ventilator on use for a while without any issues happening.